Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the 30-degree endoscope's rotation operation could not be completed, and it displayed an inverted image. The customer managed to rotate the base, but it remained stiff and produced a mechanical noise. The endoscope was removed and replaced with a backup. Following this, the customer continued and completed the procedure with no further issues. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the endoscope's image was inverted. The endoscope's base could not be rotated completely. The reporter was unaware if the 30-degree endoscope was installed in up or down rotation. The surgeon confirmed the desired orientation after installing the endoscope. An indication of the image orientation was not provided to the customer via the user interface. The reporter confirmed that no damage was observed on the endoscope's adapter/base. The endoscope was not rotated manually 180 degrees prior to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additionally, the endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion on the electrical contacts and/or circuit board. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.